Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and assisted the caller with the reset process. After the reset, the pump no longer displayed the error code, and the caller was able to successfully start their sensor session.